Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device will not work. It is known that this event did not occur during surgery - however, it is unknown if there was patient/ user injury or medical intervention. There was no additional information provided.